Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields- d8, h2, h6, h11. Corrected fields- d9. This supplemental report is being submitted to provide the correction and results of the final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source was not working properly and had a setting of light source that affected image quality. The issue occurred during reprocessing. There were no reports of patient involvement.